Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a patient who has had a icl (implantable collamer lens) implanted for 10 years has had a 3 diopter shift. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.